Event description:
Per the clinic, the patient experienced pain at magnet site, limited benefit and poor performance with the device. It was also reported that the patient needs to have an MRI scan done. Subsequently, the device was electively explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.